Manufacturer narrative:
(B)(4). (B)(6) clinical trial. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx fully covered stent rmv was implanted as palliative treatment of benign biliary strictures during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015 as part of the (B)(6) clinical trial. Reportedly, the patient had a history of biliary obstruction due to post cholecystectomy stricture. According to the complainant, the patient did not have a prior plastic biliary stent but did have a prior metal biliary stent implanted. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) was taken and reported right upper quadrant pain, fever/chills, and jaundice. Liver function tests were also performed on (B)(6) 2015. According to the complainant, the patient underwent an ercp was performed for imaging/tissue sampling during the stent placement procedure on (B)(6) 2015. The procedure was done in an inpatient setting. A pancreatogram was performed during the procedure. Prophylactic antibiotics were administered to the patient. A prior biliary sphincterotomy was performed. The previously placed metal stent was removed during this procedure. The study stent was implanted in a satisfactory manner using ercp. On (B)(6) 2015, the patient underwent an outpatient biliary reintervention procedure for sludge removal. This reintervention is not associated with the management of biliary obstructive symptoms or as a result of a recurrence of the original stricture. On (B)(6) 2015, the physician noted that there was a partial distal migration of the stent. The patient underwent an unscheduled biliary reintervention procedure to remove the wallflex biliary rx fully covered stent rmv and was treated as an outpatient. The unscheduled biliary reintervention was not for the management of biliary obstructive symptoms. The reintervention was a result of a recurrence of the original stricture. The migration was not due to stricture resolution and therefore, the patient was re-stented with a wallflex biliary fully covered stent. There were no patient complications reported as a result of this event. There were no associated adverse events reported.